Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 215, 106 and 335 mg/dl. The customer is only concerned with the erratic results and not the high results. The customer is also concerned with meter memory result of 76 mg/dl. The customer's expected fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 162 mg/dl and 155 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is one month. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:customer is concerned with the results of 215, 106, 335 and 76 mg/dl from the meters memory. Customer is only concerned with the erratic results and not the high results.